Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left knee replacement in 2009. Patient started experiencing discomfort. When patient visited the doctor, he stated patient's knee was loose and hyper-extensive. Patient was revised to stryker devices.

Manufacturer narrative:
Clinician indicated that the primary devices were not stryker components therefore, this pi will be cancelled.

Event description:
Patient called stating he had a left knee replacement in 2009. Patient started experiencing discomfort. When patient visited the doctor, he stated patient's knee was loose and hyper-extensive. Patient was revised to stryker devices.